Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure was removed in several pieces, but all of it appeared to be removed') in an adult female patient who had essure (batch no: 15527-not valid) inserted for female sterilisation. The patient's medical history included incisional hernia repair, pelvic adhesions, bowel adhesions, paratubal cyst, grand multiparity, hair loss, abdominal adhesions and uterine adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy partial (bilateral)with removal of bilateral essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: left tube: 4 loops of the spring were visible at termination. Right tube: 3 loops of spring visible at termination. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: device breakage. Lot#: 15527 reported is not valid. Most recent follow-up information incorporated above includes: on 7-jan-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Cluster ID was added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure was removed in several pieces, but all of it appeared to be removed') in an adult female patient who had essure (batch no. 15527-inv) inserted for female sterilisation. The patient's medical history included incisional hernia repair, pelvic adhesions, bowel adhesions, paratubal cyst, grand multiparity, hair loss, abdominal adhesions and uterine adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy partial (bilateral)with removal of bilateral essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: left tube: 4 loops of the spring were visible at termination. Right tube: 3 loops of spring visible at termination. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: device breakage. Lot# 15527 reported is not valid. Lot # 15527 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure was removed in several pieces, but all of it appeared to be removed') in an adult female patient who had essure (batch no. 15527) inserted for female sterilisation. The patient's medical history included incisional hernia repair, pelvic adhesions, bowel adhesions, paratubal cyst, grand multiparity, hair loss, abdominal adhesions and uterine adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy partial (bilateral)with removal of bilateral essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: left tube: 4 loops of the spring were visible at termination. Right tube: 3 loops of spring visible at termination. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event: 'medical device removal' was updated to 'the essure was removed in several pieces, but all of it appeared to be removed'. Lot number, medical history, removal date, patients date of birth, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.